Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation and inflammation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the nasolabial groove and glabella groove. Prior to injection, the patient was given "cloroex." A month prior to the injection, the patient had "experienced sinusitis and pharyngitis." Four months after injection patient developed "hard nodes on injection region" with "associated sinusitis and "no local phlogistic signs." Symptoms appeared on the glabella and lower nasolabial grooves region. Patient was treated with prednisone-pulse the same day "without improvement." About 2 weeks later, the patient was also treated with hyaluronidase on several occasions with improvement. Symptoms have resolved. Patient was concomitantly taking "drug indicated for asthma."